Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Living with diabetes 9 / page 119: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that a patient's blood glucose reached an approximate value of 400 mg/dl while wearing the pod between 24 and 36 hours on the back. Patient experienced vomiting and a torn esophagus. Subsequently, patient visited the hospital, was diagnosed with diabetic ketoacidosis, and admitted to the intensive care unit (ICU). Treatment included intravenous delivery of insulin, fluids, nausea medication, and medication for anxiety (lorazepam and lexapro). Additionally, physician adjusted patient's personal diabetes manager: basal rate moved from 0.90 to 1.1 u/hr, insulin to carbohydrate (cho) ratio moved to 10 cho/unit. While patient was in hospital, patient received multiple magnetic resonance imaging (MRI) procedures, however, it was not clear as to how this relates to the event. Patient spent approximately 2 days in the ICU and 1 additional night in the hospital, for a total of 3 days admission. Due to patient in and out of consciousness at the time of this event, and event taking place in "(B)(6) 2017, no additional details are available. The device is not available for return as it was removed prior to MRI and discarded in hospital.